Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Event description:
It was reported that valve-in-valve events pertaining to edwards devices from the seminar ¿current status and future perspectives of tavi in japan¿ in the 67th japanese college of cardiology conference. These devices were not returned for evaluation as they remained implanted occurrence date and serial numbers were unknown. (B)(6) [case 1] a 23mm medtronic evolut transcatheter valve was implanted inside a disabled 21mm aortic surgical valve in the aortic position due to moderate aortic regurgitation. (B)(6) [case 3] a 26mm medtronic evolut transcatheter valve was implanted inside a disabled 23mm aortic surgical valve in the aortic position due to severe aortic regurgitation. (B)(6) [case 5] a 23mm medtronic evolut transcatheter valve was implanted inside a disabled 21mm aortic surgical valve in the aortic position due to mild aortic regurgitation. (B)(6) [case 6] a 26mm medtronic evolut transcatheter valve was implanted inside a disabled 23mm aortic surgical valve in the aortic position due to mild aortic regurgitation. (B)(6) [case 7] a 23mm medtronic evolut transcatheter valve was implanted inside a disabled 19mm aortic surgical valve in the aortic position due to mild aortic regurgitation. (B)(6) [case 10] a 23mm medtronic evolut transcatheter valve was implanted inside a disabled 19mm aortic surgical valve in the aortic position due to mild aortic regurgitation.